Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt" messages, arrhythmia alarms, service code 204) was confirmed. Upon investigation, the electrode belt was unable to communicate with a monitor. The cause for the failure to communicate with a monitor and the reported alarms, service code and messages was isolated to contamination on the j702, j703, and j704 connectors on the distribution node pca. The root cause of the contamination was ingress of an unknown substance. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt sn (B)(4) and reported that the patient was receiving "adjust belt" messages, arrhythmia alarms, and a service code 204 (belt/monitor unusable).